Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter and oil mist filter were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 12/28/2016. The DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "smoke" or haze emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, system risk analysis (sra), and functional analysis, the sra review indicates the risk associated with a "quality problem with no impact on safety" is considered to be low. Replacement of the catalytic converter and the oil mist filter restored the unit making these the most likely assignable cause for the system issues. No additional action is required at this time. Asp will continue to track and trend.

Manufacturer narrative:
¿The oil mist filter was returned and tested. The oil mist filter passed testing without exhibiting any odor or smoke. The reason for return was not confirmed. ¿the catalytic converter was returned and tested. The catalytic converter passed testing and did not exhibit any odor or smoke. The reason for return of the catalytic converter was not confirmed.